Manufacturer narrative:
(B)(4).

Event description:
This rv lead was repositioned due to high thresholds. The patient's ra lead was also repositioned at the same time due to dislodgement. This lead remains actively implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.